Event description:
It was reported that sometimes in 2007, the patient started experiencing pain in her good leg. About one month later, the patient had return of spasticity. The hcp reported that the patient had experienced increased tightness, so a thoracic spine x-ray was obtained (date not reported). This showed the catheter to be a lumbar level of l1-l2 with a questionable kink. The catheter was replaced later, and the patient improved. The pump w as used to deliver baclofen.

Manufacturer narrative:
.